Manufacturer narrative:
Mckesson medical surgical is the assembler of the convenience kit (lot # 210201-hc1) on behalf of the sns, that includes this haiou medical syringe. (B)(4) medical manufactures the syringe that is included in the convenience kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported having several safety syringes fail. The needle remained in the patient's deltoid while the syringe barrel was pulled away.